Event description:
It was reported that there were missing data points on the continuous glucose monitor graph. There was no reported impact to the customer's blood glucose level. Reportedly, the customer replaced the sensor and successfully started a sensor session. Customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.